Event description:
Blood leakage was reported during the procedure. During angiography, although the hemostatic valve was closed, leakage from the subject device was observed when 800 psi pressure was applied using a high-pressure injector while the fixed valve was in the released position. The device was subsequently replaced with a new device, and the procedure was continued. No patient complications were reported.

Manufacturer narrative:
The investigation confirmed that the hemostatic valve was damaged and had become displaced within the device. No abnormalities were identified in the production records. Examination of the damaged hemostatic valve confirmed the presence of adhesive marks from the manufacturing process, indicating that the subject device had been properly manufactured in accordance with established procedures. Therefore, it was determined that the displacement of the hemostatic valve was not attributable to a manufacturing-related issue. Based on the investigation findings, the reported event was determined to have occurred when high-pressure contrast injection was performed with the fixed valve in the released position during angiography using the subject device, resulting in excessive stress on the hemostatic valve and subsequent damage. The instructions for use (IFU) provide general operating instructions, warnings, precautions, and information intended to make users aware of potential complications and similar events that may occur during device use. This report does not constitute an admission that the product is defective. Although no complications have been reported, blood leakage has the potential to lead to an adverse event. Therefore, this case is being reported in accordance with 21 cfr part 803.50(a)(2).